Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other similar complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was stuck in the cartridge. Additional information has been requested.